Manufacturer narrative:
(B)(4). One (1) package of catalog number 544240 hemolok l clips (B)(4) was received used, package was received without cartridge, lot # 73d1400546 was confirmed. During visual inspection 6 loose clips were inside a bag; one clip is closed properly & without damage, 5 clips are open without use; clips in good condition. Functional inspection: the 5 clips were loaded properly/correctly into the clip applier, no quality issues were found. The 5 clips were closed (closure test) into the appropriate media tubing p/n 06424-66 according to manufacturing procedures (B)(4); the clips properly/correctly closed. Samples ((B)(4) clips) received did not confirm the defect reported by the customer "not closing." In addition, a functional inspection was performed with clips received, the device worked properly. Therefore, a corrective action is not required at this time. However, we will continue to monitor trending of similar complaints.

Event description:
Complaint alleges that clip can't be closed during a nephrectomy procedure. No patient injury reported. Patient current condition reported, as fine.

Event description:
Complaint alleges that clip can't be closed during a nephrectomy procedure. No patient injury reported. Patient current condition reported, as fine.

Manufacturer narrative:
(B)(4). Device sample received by manufacturer, but investigation is still underway at time of this report.